Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an ligation of esophageal varices procedure in the fundus of stomach performed on (B)(6) 2021. During the procedure, the bands were adhered together and could not be deployed. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the device was used in the fundus of stomach and the speedband superview super 7 is not intended for ligation of esophageal varices below the gastroesophageal junction.